Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. The surgical technique explains that the locking of the corelock is done using the corelock driver with torque limiting handle. "Turn slowly clockwise to tighten and engage the corelock mechanism until a click is felt from the torque limiting handle." Radiographs reviewed by a radiologist showed a comminuted humerus fracture fixed with an intramedullary nail and 4 proximal and 3 distal interlocking screws. Imaging suggests loosening and partial pullout of several proximal screws, including early partial pullout of the fourth proximal screw and slight pullout of the second and third screws. Overall, the radiographs indicate loosening/pullback of three proximal interlocking screws, with osteopenia potentially contributing to the screw loosening. A definitive root cause could not be determined. However, based on the investigation it could be assumed that possible contributing factors to the migration of the screw might be multifactorial related to either patient condition, behavior or implantation procedure. If and to what extent any of these aspects may have influenced the migration of the screw remains unknown. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw. An additional deeper investigation was performed which identified the design limitation of the corelock mechanism as a potential contributing factor. However, as further biomechanical testing was carried out and the performance is in an acceptable range in comparison with legally marketed similar devices, no design changes were conducted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Event description:
It was reported that the patient had an initial procedure with affixus humeral nail and subsequently, approximately 6 months post implantation, was discovered a loosening of the anterior proximal screw, no discomfort or physical examination, as well as no revision surgery reported. Due diligence is in process and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Blunt tip screw, ã¿ 4x44mm item# 47248604440 lot# 3217140. Blunt tip screw, ã¿ 4x42mm item# 47248604240 lot# 3128970. Blunt tip screw, ã¿ 4x42mm item# 47248604240 lot# 3224472 (x2). Proximal humerus nail cap, ã¿ 10.5x5mm item# 47248801005 lot# 3054424. Washer small item# 47248800004 lot# 3217676. Cortical bone screw, ã¿ 4x30mm item# 47248613040 lot# 3197007. Cortical bone screw, ã¿ 4x32mm item# 47248613240 lot# 3087866. G2. Report source: spain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2, b1, b2, b3, b4, b5, b7, g3, g6, h1, h2, h6, h10, h11.

Event description:
It was reported that a patient underwent an initial intramedullary nailing of the right proximal humerus. At the first follow up, 2 weeks later, the surgeon noted that a screw had loosened. Subsequent x-rays showed no displacement of the fracture which consolidated, but additional screws had loosened. Although no pain on palpation is reported, a revision is planned for (B)(6) 2026. Diligence is completed and no further information on the reported event has been provided.